Event description:
It was reported that the syringe pump did not work during the preparation step when attempting to load compatible syringes while preparing pediatric infusions of phenytoin IV diluted in normal saline. Although requested, the customer was unable to provide additional information. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.